Event description:
Patient nurse called and said the vent had "stopped blowing" but there was no alarm sounded. She bagged the patient then put him back on the vent, she said the vent did the same thing again. She bagged the patient placed him back on the vent and call home care dealer. The vent worked after that. When asked if registered nurse had suctioned the patient she said no, but patient had coughed up a large plug after the 1st bagging incident. Vent stopped 2 times on patient. No harm to patient. No alarm, no message displayed.